Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review, instructions for use review, and risk management review could not be conducted. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). Literature: excellent medium-term survival of an all-inside tensionable knotted suture device justifies repair of most meniscal tears encountered during reconstructive knee ligament surgery https://doi.org/10.1007/s00167-020-06189-w.

Event description:
It was reported that on literature review, "excellent medium-term survival of an all-inside tensionable knotted suture device justifies repair of most meniscal tears encountered", 31 repair failures were diagnosed and treated with revision surgery. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.